Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during the implant procedure for this left ventricular (lv) lead, a defect was found where an obstruction of the lumen had occurred and it was not possible to insert the guide wire to position the lead. A new lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis but has not yet been received.

Event description:
It was reported that during the implant procedure for this left ventricular (lv) lead, a defect was found where an obstruction of the lumen had occurred and it was not possible to insert the guide wire to position the lead. A new lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis but has not yet been received. The lead was received and analysis was completed.

Manufacturer narrative:
Patient code 3191 captures the event of a prolonged procedure. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet was inserted into the lumen of the lead, with no resistance observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.